Manufacturer narrative:
Follow-up # 1 date of submission 4/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/10/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the up button of the keypad was flattened and unresponsive to user presses during the investigation. The keypad was removed to inspect under the contacts and contamination was found under the all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a cracked/damaged casing issue. The reporter alleged damage to the battery compartment. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.